Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf head; product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer was overheating. The company representative was able to complete the session. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. There was no patient involvement.

Event description:
It was reported that the programmer was overheating. The company representative was able to complete the session. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer had a overheated message due to the power supply fan not working, as a result the power supply was replaced. It was also noted that the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.